Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead exhibited high pacing threshold and was causing a sensation that occurred across the patient's chest. Fluoroscopy was performed and the physician stated that the lead has not moved substantially and decided to do a device reprogramming instead of lead revision due to risk for infection. The lead remains in service. No adverse patient effects were reported.